Manufacturer narrative:
Additional information: b5 - it was later reported that after lens repositioning the patient's iop increased, although the problem was still resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+1.5/092, (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2020. The lens was reported as having lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2021 and the problem was resolved. The lens remained implanted. The cause of the event was unknown. The patient is happy.